Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 22mg/dl, with unsteadiness when standing and walking, blurred vision, and a severe headache, associated with an alleged button keypad issue. Reportedly, the patient remained on the pump, and was treated with food and/or drink by a non-healthcare provider. During troubleshooting with customer technical support, it was revealed the keypad was missing/peeling and torn/punctured prior to the up arrow, down arrow, and ok keypad buttons being over responsive. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a button keypad issue.